Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using two handles with new reloads, the surgeons heard a ¿crunch¿ when the handles were closed to fire over the appendix; the handles closed, but without firing. They have observed the loading, the cycling, the placement, pressing the firing button, and the ¿crunch,¿ after which, the handle had no resistance, and still did not fire. The case was extended but it was unknown for how long. A new reload from the same box as the first three were tried and fired. Two of which responded the same, with no resistance on the handle, and with no ¿catch.¿ they were only pulled closed after the firing button was depressed. On a fourth attempt, an xl handle and another new reload from the same box was used, and this time, was successful.

Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of three devices with single use instruments. Initial visual inspection of the instruments found no abnormalities. Functionally, each instrument was loaded with vascular/medium reload. During testing of the instruments, a skip was noted in each unit firing stroke after closure of the reload jaws. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes in tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.